Manufacturer narrative:
Based on the information gathered, there is no indication that the device directly caused the adverse event. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that on the day after a da vinci-assisted benign total hysterectomy procedure, the patient complained of severe abdominal pain, and an examination revealed that the patient's small intestine had been perforated. An emergency laparoscopic surgery was performed to repair the injury, and the patient is currently in good condition. Per the surgeon, the blunt obturator of the da vinci port likely got stuck in the small intestine during the first port placement. The port was placed under direct visualization in a straight line from the umbilicus and docked to universal surgical manipulator 3. An unspecified da vinci cannula was used; double-cannulation was not used. There was no unexpected bleeding as a result of this event. It was unknown if the patient experienced any intraoperative complications related to this event. There are no concerns regarding long-term complications for the patient as a result of this issue.